Event description:
The manufacturer received information alleging a ventilator¿s screen was broken. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the device's air filter was exchanged, and front housing was replaced.

Manufacturer narrative:
H3 other text : third-party service center.